Manufacturer narrative:
Additional analysis found that the device was last programmed (B)(6) 2021. This is consistent with a firmware upgrade. After product code download and electrical/stress testing was performed, the loss of rf function did not recur.

Event description:
It was reported that pacemaker could not be interrogated by radiofrequency antenna. The device was not used and there was no patient involvement.

Manufacturer narrative:
The reported event of no radio frequency (rf) function was confirmed. A device interrogation was performed without load at 37ºc with merlin programmer (v24.2.1 rev 1) inductive telemetry. Only wand telemetry was available. The loss of rf function is consistent with coarse tuning failure. The cause of the reported anomaly could not be conclusively determined.